Manufacturer narrative:
The device has been evaluated on site at the facility. Correction made for patient code. This supplemental report is being submitted to provide this information. Please see the updates in sections: d4 (UDI), d9, g3, g6, h2, h3, h4, h6, and h10. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Upon inspection, it was determined that water droplets had adhered to the connector of the scope inserted in the device led to the b30 scope communication error. The instructions for use provided with the shipment of the device includes the following statements regarding the b30 error which will prevent the issue: before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts are completely dry and clean. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and light source may malfunction. Do not clean the output socket, other connectors, or the ac power inlet. Cleaning them can deform or corrode the contacts resulting in damage to the light source.

Manufacturer narrative:
The device in this report has not been returned to omsc for evaluation. According to information provided by the service department of olympus (B)(4), the reported event was caused by moisture in the endoscopic connector of the olympus flex video scope gif-h190. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that before the procedure for inspection, the scope communication error b30 occurred. Error code b30 means that the video system center cannot communicate with the endoscope. The device was used with an olympus flex video scope gif-h190. The user did not use the device for the intended procedure. There was no report of patient injury associated with the event. This error b30 occurred when using three different olympus light source clv-190 in combination with five different endoscopes. The video tower was restarted whenever the device was changed. This report reports the serial number 7564367 of the olympus light source clv-190.